Manufacturer narrative:
Section b3-event date and d10 therapy date: the event date was reported as an estimate as follow: "sometime in november/december".

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the left ventricular lead exhibited high out of range pacing impedance. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information received noted that the left ventricular (lv) lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.